Event description:
It was reported that a customer observed a ruptured bladder in an intermate device close to the end of an infusion. There was no patient injury or adverse event associated with this event. No additional information is available. This is report one of two for this event.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One filled unit was received for evaluation against the reported condition of a ruptured bladder. This device was visual and microscopically inspected for any potential abnormalities. An abrasion on the interior surface of the bladder was observed near the rupture line, confirming this condition. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).